Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified yellow articles on the surface shell and an opening. Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., b.7., d.4., d.6., d.7., d.11., h.4., h.6.

Event description:
Healthcare professional reported right side "concern with alcl" and rupture "as per mammogram." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.